Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. . Z-0958-2020. (B)(4). S/w 2.9d. Unit received with cracked case(battery tube).

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.